Event description:
It was reported that a vns patient was having an increase in seizures and was planning to get their device replaced. Generator replacement surgery occurred (B)(6) 2017. The explanted device has not been received by the manufacturer to-date. Additional relevant information has not been received to-date.

Event description:
The explanted device was reported to have been discarded by the explant facility.